Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2007. One day postoperatively, the pt presented with diffuse lamellar keratitis (dlk) in both eyes (ou). The right (od) eye with grade 1-2+ dlk and the left (os) eye with trace dlk. A flap lift and rinse was performed on right (od) eye on the same day. Pt was treated with topical steroids. The pt's preoperative best corrected visual acuity (bcva) was 20/20 ou. Postoperative uncorrected visual acuity (ucva) is 20/25-1 ou. The pt responded to treatment and dlk has resolved. The association between the event and the device is unk.

Manufacturer narrative:
On 2/6/07, a field service engineer inspected the laser and performed a scheduled preventative maintenance. The laser system met spec and performed as intended. On 3/15/07, an intralase clinical applications specialist (cas) provided surgery support and observed the site has been modifying their laser settings on a continuous basis, against the advice of the cas. Additionally, the site has had on-going construction adjacent to the surgical suite since 2006 that is stirring up dust and debris in the area. An environmental co evaluated the surgical site and noted that the ventilation system was not working effectively, most likely due to an air filter that was improperly installed. White powder was observed on equipment and noted in the environmental report, even though the site uses powder free gloves.